Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during drain three of four on the homechoice. The caregiver indicated during troubleshooting that the patient line became disconnected from the transfer set. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient line becoming disconnected form the transfer set is a known cause of air being introduced into the setup. Should additional relevant information become available, a follow-up report will be submitted.